Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the tlc75 locked up. There was no consequence to the pt. Rep will follow-up with surgeon.